Manufacturer narrative:
On 11 may 2020 arjo was informed by (B)(6) hospital located in new zealand that the enterprise 5000x bed did not work at all. Arjo technician visited the facility on the same day and during the inspection, it was observed that the bed platform lowered unintended when the attendant control panel was moved (without any buttons being pushed). There was no patient involved and no injury was reported. It was confirmed by arjo technician that the attendant control panel (nurse handset that allows changing position of the bed and its particular sections) was malfunctioning and caused this issue. To perform a detailed investigation, the manufacturer decided to return the defective component to the supplier for further evaluation. Following the results of the supplier¿s technical expertise, it was concluded that one of the push buttons on the attendant control panel was broken due to external mechanical impact. This is evident by the membrane damage and a dent in the remote control plastic cover. These damages caused that the bed moved unintended without pushing the button . To sum up, the arjo device was not used with the patient when the unintended bed movement was observed. The enterprise 5000x did not meet its manufacturer¿s specifications as the attendant control panel was defective. Although no injury was reported, the complaint decided to be reportable in an abundance of caution due to the unintended bed platform movement. The results of the evaluation performed by supplier were forwarded to arjo on 06-aug-2020.

Manufacturer narrative:
During inspection of the device performed by arjo technician, it was confirmed that the attendant control panel was defective. It was decided to return this component for the further investigation to the manufacturer. The part was returned to manufacturer on (B)(6) 2020. The results will be forwarded when the analysis is completed.

Manufacturer narrative:
The process of gathering information is ongoing. The results of the analysis will be provided upon investigation conclusion.

Event description:
Arjo received customer allegation that the enterprise 5000x bed did not work. Arjo technician visited the facility and during inspection observed that the bed moved unintended without any actions given. There was no patient involved and no injury was reported.